Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Empty strip drum returned, no evaluation is possible.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 1. 19 mg/dl and 352 mg/dl 2. 19 mg/dl and 331 mg/dl readings of 19 mg/dl were not duplicated. Sets of readings were taken at different times. No actions taken based on device results. No adverse event reported. Requested return of alleged product for evaluation.